Event description:
Lifescan one touch ultra glucose meter went from off to setup mode-time setting when test strip was inserted. It is supposed to go from off to code-setting screen then to test mode when a test strip is inserted. The pt reports this behaviour happens intermittently. Skipping the code-setting screen carries the potential of mis-calibration and hence inaccurate results. Going into setup accidentally leads to incorrect settings for date and time, which obscures interpretation of the results by health care professional on review.